Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 53 mg/dl at the time of the incident. The customer was at 79 mg/dl at the time of the call. The customer stated that the pump is giving them basals even when they are low. The customer used juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. No over delivery anomalies noted. Programmed multiple basal rates and no basal rates were delivered during low blood glucose alert. Unit received with minor scratches on lcd window.